Event description:
The libre 3 continuous glucose monitor consistently gave incorrect readings - sometimes as much as 30% different from my standard glucose meter. The readings would be low or high. I was awakened many nights by incorrect low blood sugar alerts. There were a number of times when low blood sugar wasn't detected and my sugar would crash. For this reason, I stopped using the cgm and went back to a standard glucose meter.